Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo_12.6 implantable collamer lens, of diopter -11.0/1.0/065 (sphere/cylinderaxis), into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault without rotation. On the same day in a different surgery the lens was replaced with a same model but longer length lens. This resolved the problem. The cause of the event is reported as unknown.